Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a lifted electrode and reddish material presumably blood in the pebax. Further investigation revealed a hole in the pebax in the lifted electrode area. No manufacturing assembly issues were observed around the damaged electrode. The device was connected to the carto 3 system, it was recognized and visualized. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31542340l number, and no internal actions related to the reported complaint condition were identified. The blood residues could be related to the force issue reported by the customer; therefore, both issues were confirmed. The potential cause of the pebax and electrode damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The electrode condition was not related tot he reported event. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. To ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a lifted electrode. Around the lifted electrode area, a hole in the pebax was also found. During the procedure, the medical team noted blood in the tip of the catheter. The force of the catheter was not accurate either. No further details were provided regarding troubleshooting of the device or completion of the procedure. No patient consequences were reported.